Event description:
It was reported that the right ventricular lead had high pacing thresholds. The lead was repositioned. It was then a pocket infection was reported. The system was removed. No further patient complications have been reported as a result of this event., infection

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.